Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. G4: PMA/510(k) number not available. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the healing cap broke off inside the internal chamber of the implant at tooth site #21. The patient had to undergo removal of the implant after integration and have a new implant placed.

Manufacturer narrative:
This supplemental is being reported as a retraction statement and the event reported under MFR report number 0001038806-2025-01112 is no longer a reportable event and will be voided. All details and information associated with this event has been documented and processed under (B)(4) and the medwatch report submitted under MFR report number 0001038806-2025-01983. No further reports will be submitted under MFR report number 0001038806-2025-01112. Correction: additional information and device evaluation confirmed that the cover screw broke off inside the internal chamber of the implant at tooth site #21. The patient had to undergo removal of the implant after integration and have a new implant placed. The healing cap was reported in error.

Event description:
This report is being submitted to retract the initial report, MFR report number 0001038806-2025-01112 that was submitted on may 19, 2025 as additional information confirmed that the healing cap is not reportable as the cover screw is the device that fractured. This event has been reassessed and submitted under the correct item and MFR report number 0001038806-2025-01983, submitted on august 22, 2025. Additional information and device evaluation confirmed that the cover screw broke off inside the internal chamber of the implant at tooth site #21. The patient had to undergo removal of the implant after integration and have a new implant placed.